Manufacturer narrative:
This was reported to hollister on a user facility medwatch # (B)(4). A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. The device history record review could not be completed because lot number is not known. Actual broken device not saved for return to hollister. The root cause of the reported breakage cannot be determined.

Event description:
It was reported that the anchor fast clamp broke while being used on a patient "proned" on a rotoprone bed. The patient was then briefly placed supine to replace the device with a new one. There was no report of et tube migration or loss of airway. A new anchor fast device was applied without incident.